Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart alarms with intermittent pump stoppages. No injuries were noted, and pt was admitted to the hospital and placed on pneumatic support. Waveform and vent filter analysis were performed and reported as normal. The decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.